Event description:
Customer reported: "vancomycin was programmed into the pump at 1300 hours to infuse over 2 hours. The rn said the drip rate looked fine when she hung it but she saw a bubble go up into the primary bag. She moved the tubes around and everything appeared to be working correctly so she left. At 1400, the rn entered the room and observed that the bag of vancomycin was empty and that the view screen on the alaris pump read 116 cc remaining. The drip chamber on the primary tubing was filled with fluid." The pump was taken off the pt. The pt's vancomycin through had been 15.9 prior to he infusion. Vancomycin level drawn at 1800 was 14.4. The customer further reported that the risk manager, director of quality, director of clinical engineering and pharmacist examined the pump and the tubing. The pump was not turned off but was on pause during the inspection. The secondary was lowered about 6" and all reported witnessing bubbles going up into the primary bag and the drip chamber filled to the top once again. The check valve was not working. A sample was taken from the primary bag to the lab for testing. The primary bag had high concentration of vancomycin indicating the secondary infusion went into the primary bag. The packaging for the primary tubing was not found. There was no report of pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.